Event description:
It was reported that the customer was hospitalized due to high blood glucose of 571mg/dl. Troubleshooting was not performed as nurse stated that the diabetic coordinator will troubleshoot the insulin pump with the customer to confirm the insulin pump is functioning properly. It was stated that the customer was still connected to the device, but she has been on manual injections. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.